Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported that the insulin pump experienced a priming anomaly. The blood glucose reading was 103 mg/dl. The customer stated that the insulin pump was not delivering insulin the way that it was supposed to. She stated that she went to rewind the device, filled the reservoir and tried to prime the tubing. When she exited the home screen, she noted that insulin continued to flow out, after which she suspended it. She stated that insulin continued to drip after the motor stopped during the manual prime. When she resumed insulin delivery, she tried to bolus, but she stated that the insulin pump counted up as though it was delivering but nothing came up. The reservoir volume showed 60 units, compared to the 89 units remaining in the status screen. She declined to continue troubleshooting, requesting replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.